Event description:
Boston scientific received information that during the follow up visit, this atrial lead exhibited no capture. A chest x-ray was performed and an atrial lead dislodgement was suspected. The device was reprogrammed to vvi configuration and the lead remains implanted. The patient was to be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.